Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. Patient stated he had 3 stimulators put in last year. Patient reported the leads moved twice on the other one. Patient stated it started (B)(6) I think. Patient stated (B)(6) he had the trial and a cat scan. Pss asked if cat scan was related to the issue with the leads moving and patient stated no I think that's some other he had a glow in the dark. Patient stated (B)(6) was the first one. Pss asked if the MRI and CT scans mentioned were in any way related to his device. Patient stated that some of them were for the device and he thinks he had an MRI back on the 1st one. No further complications were reported/anticipated.